Event description:
The customer stated that since they started using the clinical chemistry serum ict calibrator, lot# 0505017 the potassium calibration slope and quality control levels shifted below expectations. This occurred on the aeroset analyzer, list# 9d05-01. The issue was resolved by using a different lot # of the ict calibrator. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.